Event description:
Customer reported device = 442 mg/dl and within 30 minutes a lab = 142 mg/dl. At 1:20, another result = 61 mg/dl and pt was unresponsive. Pt was given 1 amp of d50 and glucose gel. Twenty minutes later, device = 226 mg/dl. Ten minutes later, device = 442 mg/dl and lab = 142 mg/dl. Customer stated being unsure if pt was hypoglycemic or epileptic. Controls were in range, however values were not provided. A request was made for return product and replacement product was sent.